Event description:
Ft4 results for one sample 32.4 pmoi/l. Same sample run using another instrument provided different results, which are not provided. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.